Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The 3.5x26 mm graftmaster stent referenced that could not cross is being filed under a separate medwatch report #.

Event description:
This is filed on the fourth implanted graftmaster, size 3.5x19 mm. It was reported that there was a large vessel perforation in the distal left anterior descending coronary artery which occurred after atherectomy was performed. The doctor knew he would need several graftmasters to treat the perforation. The graftmasters did not worsen the perforation, but it was difficult to locate where the perforation was leaking from. The perforation was not completely sealed by the four graftmasters, so a fifth stent (size 3.5x26) was inserted to be placed proximal to the first four stents, but it was not able to reach the vessel. The undeployed 3.5x26 graftmaster was removed with difficulty as a unit with the guide wire and guiding catheter. The undeployed graftmaster was noted to have frayed stent struts on the distal end. Another graftmaster was inserted and was successfully deployed. The perforation was sealed with the 5th graftmaster. There were no adverse events related to the graftmaster. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined that the reported failure to seal appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. Exemption number e2019001.

Event description:
It was reported that there was a large vessel perforation in the distal left anterior descending coronary artery which occurred after atherectomy was performed. The doctor knew he would need several graftmasters to treat the perforation. The graftmasters did not worsen the perforation, but it was difficult to locate where the perforation was leaking from. The perforation was not completely sealed by the four graftmasters, so a fifth stent was inserted to be placed proximal to the first four stents, but it was not able to reach the vessel. The undeployed graftmaster was removed with difficulty as a unit with the guide wire and guiding catheter. The undeployed graftmaster was noted to have frayed stent struts on the distal end. Another graftmaster was inserted and was successfully deployed. The perforation was sealed with the 5th graftmaster. There were no adverse events related to the graftmaster. No additional information was provided.